Event description:
It was reported that the (B)(6) workstation failed the pressure transducer sub-test during the system check-out tests. There was no patient involvement reported. Manufacturer reference # (B)(4).

Manufacturer narrative:
The reported issue was detected by our distributor during installation of a new spare part monitoring pc board. It was found that the new monitoring pc board was faulty and caused the system checkout to fail. The monitoring pc board was replaced with a new pc board. The faulty monitoring pc board has not been returned for investigation. Evaluation of the received device log confirms the reported system checkout failure. The tests that failed were the gas supply pressure test and the pressure transducer test. The measuring by the monitoring pc board failed in these tests. The conclusion is that the reported issue was solved with replacement of the monitoring pc board but the root cause to the failure cannot be determined since the part was not returned.

Event description:
(B)(4).